Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that subject device had loose and not working and not being held correctly to camera cord. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lines on image and faulty charged coupled device. Based on the investigation, a root cause could not be identified for the initially reported malfunction. In regard to the newly identified malfunctions, there were lines on image due to a faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.